Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 80% to 45% after being connected to a power source. Following the battery drop the pump was unable to be charged despite the attempt of multiple wall adapters and usb cables. Customer reported blood glucose level was 85 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.